Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video-scope exhibited foreign objects in the nozzle, the control section, and on switch 4. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes. And no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the foreign material on the scope was unable to be identified. And there was no damage to the scope where the foreign material was found. Although, the foreign material was confirmed, through device evaluation, a definitive root cause of the foreign material in the scope could not be determined. The subject event can be detected and prevented, by implementation in accordance with the below instructions for use. Instructions for use: for evis lucera gif, type 260 series, operation manual, chapter 3: ¿preparation and inspection¿: describes how to detect the subject event. Instructions for use: for evis lucera gif, type 260 series, reprocessing manual, chapter 3: ¿cleaning, disinfection and sterilization procedures¿: describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.